Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a slightly calcified and moderately tortuous distal rca lesion with 95% stenosis. There was no damage noted to the packaging or issues noted upon removing the device from the hoop. The device was inspected with issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not cross a previously implanted stent. No resistance was encountered while advancing the device and no excessive force used. Stent deformation during delivery was reported. The procedure was completed with another device of the same size.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.